Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro adaptor was loose and the green light at the bottom of the power supply kept flickering. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The reporter mentioned the cable had been "loose" in the past but no further details were provided or ever reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).